Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple device optimizations. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7074492. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7074557. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI)#: (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.